Event description:
Healthcare professional confirms "implant sliding down, less palpable in upper pole, rippling palpable on external pole plus down, positive (fluid)". Healthcare professional later reported rupture and capsular contracture baker grade I. This relates to the left device. Device was explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-15508. Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.